Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during a procedure performed. According to the complainant, the sponge in the biopsy cap that helps prevent backsplash was pushed through the cap and into the biopsy channel of the endoscope. No further information is available on this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.